Event description:
It was reported that a spectrum pump alarmed false downstream occlusion during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.